Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system and replaced the infusion set, cartridge, and connector twice per healthcare provider guidance, after which glucose returned to target; the user reported no visible issues with the supplies and did not perform ketone testing. Symptoms included elevated blood glucose up to 486 mg/dl. Outcomes included transient hyperglycemia without hospitalization or injury. Investigation included a complaint intake review and user troubleshooting and education. Investigation of this case revealed no device malfunction observed by the user and no confirmed device or component failure; the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the event was not confirmed to be device related and the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.